Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that displayed an error message battery com lost alarm. An astral support representative went through the troubleshooting steps with the customer and recommended that the device be returned for service. No device was returned to resmed for investigation. The device was returned to a third party service center, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery lost communication error message. The device was not in use when the fault occurred; therefore, there was no patient involvement.